Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for surgery, there was no light out put on port 1 and 2. A back up unit was used to proceed with surgery.

Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The xenon lamp was replaced. The lamp was found to be at 411 hours, which is advisory for replacing the lamp. The system was then tested and met all product specifications. The system was manufactured on february 27, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).